Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccurate cgm values. The bg was 496 mg/dl and the cgm reading was low. The patient¿s parent stated that although the child was very tired and dizzy, there was no medical intervention. There was no report of treatment at home, and they waited until the blood glucose returned to normal levels. The event occurred 3 days after the sensor had been inserted in the arm. No other details were documented. There was no report of medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on 09-04-2021. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.